Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty using a 6f sheath. Reportedly, marker lumen patency was not verified prior to prostyle use. No blood flow was seen from the marker lumen after insertion into the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was not confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was not flushed prior to the procedure. It should be noted that the prostyle instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, it is unknown if the absence of flushing the marker lumen contributed to the reported event. The reported marker lumen obstruction appears to be related to under insertion of the device no blood flow was seen from the marker lumen after insertion into the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.